Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3986a, lot# n154860, implanted: (B)(6) 2009, product type: lead. Product ID: 3986a60, lot# n142092, implanted: (B)(6) 2009, product type: lead d2/PMA. Implanted with spinal cord stimulation device for off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for occipital neuralgia. It was reported the leads came out and they went back in and reconnected them. A mesh was used to hold them in place. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.